Event description:
It was reported that the patient¿s lead has migrated which was confirmed via x-ray. The patient did not suffer any sort of trauma. The patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s lead was relocated and placed back in the epidural space. Therapy has been restored postoperatively.